Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an attempt to insert the intra-aortic balloon (iab) however the insertion was difficult and the physician was unable to insert it through the sheath. A second iab was also attempted to be inserted however the second iab could not be inserted through the 8 fr sheath. The customer then pulled a 3rd party 9fr sheath and the iab was able to be inserted and therapy continued successfully. There was no reported injury to the patient. This submission is for the second iab.